Event description:
It was reported that the presenting rhythm strip showed loss of capture on every other paced beat fairly consistently. It was also noted that there had previously been an alert for right ventricular (rv) lead pacing impedance above the normal range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.